Event description:
Notification was received regarding a holmium laser fiber unit which was identified to have "possibly broke".

Manufacturer narrative:
No manufacturing defects were observed in the evaluation of the returned fiber unit. It is acknowledged the root cause of the complaint as reported is a mechanical force placed on the laser fiber which creased the ptfe laser sheath/cover and also caused a breakage of the laser fiber. No process or material deviations were revealed during review of the device batch records and no manufacturing defects were identified. Dornier laser fibers are fragile and must be handled with caution as instructed in the dornier laser fiber IFU.